Event description:
It was reported that during the lead revision [related manufacturer reference number: 3006705815-2026-03988] on (B)(6) 2026 the existing ipg became unable to communicate during the procedure, even though the ipg was placed into surgery mode. As a result, the ipg was also replaced on (B)(6) 2026 to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.